Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure the system stopped as if it had no power. The case was manually completed. The surgeon reported that the patient is doing fine. Additional information was requested and received.

Manufacturer narrative:
The customer reported that the system stopped working during a procedure. The procedure was completed without any issues. The customer did not request service for the system. The system was manufactured on november 4, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).